Event description:
It was reported that an automated impella controller was tipped over as the patient's bed was elevated. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6a and d6b should have been left blank the investigation of the reported failure mode has been completed. No product was received for evaluation. Investigation could not be conducted due to the product not being returned. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.